Event description:
It was reported that during a vats right upper lobectomy with a small incision, staples of the distal end of the first firing were malformed when the device was used on the apical portion of the lung. Some staples were unformed. Some staples were formed in lumbricoid shape or other shapes. The cartridge was gold. Malformed staples were found after the second firing. When a leak test was performed, air leak was found. Then, the site was additionally cut with another device loading a gold cartridge to complete the case. An incision for a 5mm port was expanded to 10 mm for additional cut since the approach position was changed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (b,c) ecr60d, l54908 was received fully fired and in good visual conditions. In addition the returned reloads (b, c) were disassembled to verify the condition of internal components and no anomalies were noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.